Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as painful, red, itchy and burning all over due to a nickel allergy. There was no alleged device malfunction. The patient's allergist recommended (B)(6). The patient's physician prescribed an unknown cream. The patient reported that the irritation was improving and beginning to scab.